Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for unknown quantity of unknown plates. Part#, lot# and UDI # is not available. Implant date, explant date: unknown. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown quantity of unknown plates. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: kirzner n. Et al (2018), dorsal bridge plating or transarticular screws for lisfranc fracture dislocations. The bone and joint journal. Volume 100, number 4, pages 468-474 (australia). The aim of this retrospective cohort study was to compare the functional and radiological outcomes of dorsal bridge plating, screw fixation, and a combination of both techniques for the treatment of lisfranc fracture dislocations. Between january 1, 2005 to june 30, 2016, a total of 108 patients (78 males and 30 females with a mean age of 39.40 years) were included in the study. These patients were grouped based on the surgical technique applied, 45 patients used bridge plating, 38 patients used transarticular screws from an unknown manufacturer, and 25 patients utilized both techniques. An unknown synthes 2.7 mm foot plating system was implanted to 58 patients. The mean follow-up period was 34 months. These complications are reported and are categorized respectively: bridge plating group: six (6) patients presented with soft tissue injury. One patient reported postoperative pain. Four (4) patients had malfixation. Three (3) patients had ongoing deep peroneal nerve (dpn) paraesthesia. Thirty-three (33) patients had implant removal. One patient with a poor wilppula anatomic reduction. Combination group: two (2) patients with a poor wilppula anatomic reduction. Two (2) patients presented with soft tissue injury. Nine (9) patients reported severe pain postoperatively - two patients required an arthrodesis. One patient presented nonunion/malunion. Three (3) patients had malfixation. Twenty (20) patients had implant removal (the article did not specify which implant (synthes plate or transarticular screw) was removed. Twelve (12) patients with a poor aofas and moxfq score (<49). These 12 patient results were not clearly indicated in the article to which group they are housed. Two (2) patient deaths were reported: it is unknown if the patients were implanted with synthes 2.7 mm foot plating system. This report is for an unknown synthes 2.7 mm foot plating system. This report is 1 of 1 for (B)(4).